Event description:
It was reported during an atrial fibrillation (afib) procedure, on which an afib ablation had been performed, the patient had a thermal lesion on her esophagus. Therefore, a surgical procedure was performed putting a muscle flap on the esophagus. The patient did not have an esophageal fistula. The patient was released. Upon request, additional information on the event was provided. The event was potentially life threatening. During the pulmonary vein isolation (pvi), there were increased esophagus temperatures. The patient did not have any acute systems. Six days post procedure, the patient was admitted to the hospital with a thermal lesion on the esophagus only. A muscular flap was placed on the esophagus. The patient required hospitalization for the surgery. The patient improved. The physician¿s opinion was that it was procedure related. The physician stressed that the patient¿s anatomy was the main issue. The patient¿s baseline health status prior to the procedure was normal except for the afib.

Manufacturer narrative:
Evaluation summary: (B)(4). It was reported during an atrial fibrillation (afib) procedure, on which an afib ablation had been performed, the patient had a thermal lesion on her esophagus. Therefore, a surgical procedure was performed putting a muscle flap on the esophagus. The patient did not have an esophageal fistula. The patient was released. Follow up was attempted and was advised that the patient injury was not related to any bwi hardware and the customer did not need the system checked at this time. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Concomitant products: carto 3 system: model #: m-4800-01, serial #: (B)(4). Coolflow pump: model #: m-5491-02, serial #: (B)(4). Soundstar catheter: model #: unknown, lot #: unknown. Lasso navigational eco catheter: model #: unknown, lot #: unknown. Webster 10 pole catheter: model #: d-1086-784-s, lot #: unknown. Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident. (B)(4).